Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, in his left eye (os). The patient reported had lost vision due to the development of a cataract. The facility reported the cataract (anterior subcapsular) was diagnosed on (B)(6) 2015. The facility reported the lens was explanted on (B)(6) 2016, cataract surgery was performed and an iol was implanted. The patient's post-op visual acuity was 20/15.

Manufacturer narrative:
(B)(4). Date of birth - (B)(6) 1966. Work order search: no similar claims were reported for units within the same lot. Claim #(B)(4).